Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, varying impedance, and high sensing integrity counter (sic). The lead was turned off and was later explanted and replaced. No patient complications have been reported as a result of this event.